Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had cable disconnection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d4, d8 d9, h2, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found the image was noisy and the cable had a leak. A root cause could not be identified. Based on the results of the investigation, it is likely that the cable disconnection was due to wear and tear. The most probable cause of this complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.